Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and noted that the images on the display were wavy and not clear. To address the issue the stm removed the color video receiver board and replaced the part with a new color video receiver board . It was noted that there were no fault logs in the iabp log files in association with this event. Subsequently, all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the screen for the cs300 intra-aortic balloon pump (iabp) is was shaky. There was no patient involved and no adverse event was reported.